Manufacturer narrative:
Ge representative evaluated system and found fluro functions board (ffb) to be faulty. Replaced board, tested system, system operates as intended.

Event description:
It was reported that the collimator closed down during an angioplasty. No patient injury was reported.